Event description:
A caller reported experiencing a cartridge alarm 20 with their pump. There was no adverse impact on the customer¿s blood glucose level. Reportedly, the customer reverted to an alternate form of insulin therapy.